Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4) - morbid obesity. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2 - proglide (part #12673-03; lot #unk), are being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a kink was found in the distal end of the sheath. The guide wire was difficult to advance into the proglide and after continually trying to advance the guide wire, the guide wire puncturing a hole through the sheath creating its own lumen. The tip of the proglide folded back into the patient's iliac, possibly because of stenosis. The device was removed and a second proglide device was used; however, hemostasis was not achieved. Hemostasis was achieved using manual compression for approximately 15 minutes. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. There were traces of dried blood found on the marker tube and the guide and foot area which is an indication that the device was inserted inside the patient but was not deployed. There was a puncture hole found on the sheath which confirmed the reported event. During the investigation, a guidewire was backloaded and frontloaded into the device without any resistance observed. Based on the investigation findings,the device performed according to specification. The root cause for reported event could be related to the operational context of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Boston scientific crm received information that this recently-implanted lead was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.